Event description:
Iop was 6 mmhg 1 week post operation with flat chamber, hypotony, choroidal effusions. Refileld at slit lamp with viscoelastic. No explant planned at this time.

Manufacturer narrative:
The IFU for the reported product model was reviewed and confirmed to include hypotony and shallow chamber as a known complication and adverse reaction. The device history record for the reported lot was reviewed and no issues were observed. Product was manufactured, tested, and released per validated procedures. The reported device remains implanted and unavailable for evaluation, therefore the issue could not be confirmed. If the device is explanted, or additional information is provided, an addendum will be filed.